Event description:
A peritoneal dialysis (pd) patient contacted (B)(6) customer service to report that she is in hospital. The patient advised she was having issues with catheter. "This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)".